Manufacturer narrative:
An endoscopic support specialist (ess) was dispatched to provide education and training on proper cleaning of the scopes. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope was submerged in steris revital-ox resert high level disinfectant for 5 days straight. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. User can prevent the suggested event by following IFU below. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.